Event description:
Boston scientific received information that during the implant procedure of an implantable cardioverter defibrillator (ICD), the patient went into ventricular fibrillation seven times which was suspected to be triggered by left ventricular pacing from the analyzer or coming up spontaneous. The arrhythmia had to be terminated by the external defibrillator four times, and three times the arrhythmia was terminated spontaneously. The initial ICD, never paced in the right ventricular chamber even during device reprogramming. The physician quickly reconnected the right ventricular lead, to rule out any connection problems. Ultimately, the decision was made to implant a new device and all measurements remained normal. The initial implanted device was rechecked and it was found to still be in shipping mode, where there was no pacing. No additional adverse patient effects were reported. The attempted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis testing verified that the device was at beginning of life (bol) and 3.11 volts. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. The device was found to meet specifications for normal device operation.